Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported the physician found the dilator tip deformed and frayed during use. A new device was used. No patient harm reported. The patients condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one sheath/dilator assembly for evaluation. Signs of use were observed on the returned components. Visual inspection of the dilator revealed the tip was frayed and deformed. This damage is consistent with undue force being applied to the dilator during insertion. The dilator body length measured 12 3/4", which is within the specifications of 12 1/2"-13" per product drawing. The dilator outer diameter measured 0.085", which is within the specifications of 0.082"-0.085" per product drawing. The dilator inner diameter at the tip could not be accurately measured due to the damage. Functional inspection of the dilator was performed per the instructions for use (IFU) provided with the kit, which states "thread tapered tip of sheath/dilator assembly over spring wire guide. Grasping near skin, advance assembly into vessel with slight twisting motion to desired position." The returned guide wire was threaded fully through the returned dilator with minimal resistance. Functional inspection of the dilator was performed per IFU provided with the kit which states "thread tapered tip of sheath/dilator assembly over spring wire guide. Grasping near skin, advance assembly into vessel with slight twisting motion to desired position." The returned guide wire was threaded fully through the returned dilator with minimal resistance. Functional inspection of the dilator was performed per the instructions for use (IFU) provided with the kit, which states "thread tapered tip of sheath/dilator assembly over spring wire guide. Grasping near skin, advance assembly into vessel with slight twisting motion to desired position." The returned guide wire was threaded fully through the returned dilator with minimal resistance. Manufacturing was contacted as part of this complaint investigation. They indicated that the damage observed on this dilator is not consistent with damage resulting from the tipping process, and all dilators are inspected after tipping. Therefore, the damage observed is consistent with undue force being applied on the dilator during use. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "warning: do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." The customer report of a damaged dilator tip was confirmed through complaint investigation of the returned sample. Visual inspection of the dilator revealed the tip was deformed. The appearance of this damage is consistent with undue force being applied on the dilator during insertion. The dilator met all relevant functional and dimensional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, and the comments from manufacturing, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the physician found the dilator tip deformed and frayed during use. A new device was used. No patient harm reported. The patient's condition is reported as fine.